Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had dislodged post implant. The lead was very difficult to place at original implant. The physician was unable to place the lead in the rv apex, so attempted rv septal placement and the next morning the rv lead had dislodged into the atrial. The lead was revised and placed in the rv septum. The lead was tested with good measurements and remains in use. No patient complications have been reported as a result of this event.